Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported left side no complaint. Later, patient reported "there is undulation of the left implant capsule", "prominent nodes noted in both axillae", and "degradation of the left implant capsule". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side no complaint. Later, patient reported "there is undulation of the left implant capsule", "prominent nodes noted in both axillae", and "degradation of the left implant capsule". The device remains implanted.